Manufacturer narrative:
(B)(4).

Event description:
It was reported ", the catheter was inserted, and after 1 day of treatment, it was found that there was blood leakage. After examination, bleeding occurred at the "y" part of the balloon catheter, change the catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer photos were reviewed. The photo shows the iabc serial number. The photo shows blood on the exterior surface of the iab catheter near the bifurcate. The customer video was reviewed. The video shows blood on the exterior sur-face of the iab catheter near the bifurcate. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "there was blood leakage" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported, "the catheter was inserted, and after 1 day of treatment, it was found that there was blood leakage. After examination, bleeding occurred at the "y" part of the balloon catheter, change the catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".